Event description:
It was reported that the patient presented remotely via merlin net and a follow up in clinic. It was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.